Manufacturer narrative:
The reports of failure to capture and failure to interrogate was confirmed during analysis. Final analysis found the battery had prematurely depleted due to high current because of a faulty integrated circuit. Failure to capture and failure to interrogate were a result of premature depletion from high current.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing bradycardia. The pacemaker also exhibited loss of capture and could not be interrogated. The device was explanted and replaced on (B)(6) 2019 and the patient was stable before, during and after.